Manufacturer narrative:
Upon receipt, the lead under complaint with an inserted stylet was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The analysis revealed multiple signs of wear along the lead body. In particular in the distal area, near the rv shock coil the insulation was rubbed through which can be considered as the root cause of the clinical observation. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. The available x-ray images showed a difference of the lead position in (B)(6) 2017 compared to (B)(6) 2015. The lead in the implanted state developed more slack since the implantation which might have affected the leads motion. Furthermore the shock coil was deformed which most likely resulted from the extraction procedure. Due to the inserted stylet which got stuck and could not be removed, neither the mechanical analysis nor the electrical analysis were properly feasible. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR. After an implantation period of approximately 17 months it was reported, that little biventricular pacing was detected via home monitoring. Upon inspection a possible rv lead failure was suspected. The lead was extracted and replaced.